Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 or 3; ref MFR report #: 1627487-2013-20432, ref MFR report #: 1627487-2013-20433. The patient received two leads with the same lot number (off-label use). It was reported the patient experienced uncomfortable stimulation and described it as a biting sensation. Reprogramming was attempted by the sjm rep to no avail. It was further reported the patient experienced heating 5 minutes after recharging in addition to discomfort at the ipg site when sitting. The patient will meet with his physician for an evaluation. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.